Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, implantable cardioverter defibrillator - implanted (B)(6) 2013; d224trk, implantable tachy lead - (B)(6) 2013; 8637-40, neuro pump - implanted (B)(6) 2008; 8709sc, catheter - implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had phrenic nerve/diaphragmatic stimulation as the lead had dislodged from the cs (coronary sinus). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.